Event description:
Patient came from post-anesthesia care unit (pacu) with foley catheter in place. No urine was flowing into drainage bag and sheets were extremely saturated with urine. After troubleshooting, urine was found to be leaking from the white ventilation port near the end proximal to the patient.